Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2008. Post operatively the patient experienced pain and erosion of her internal bodily tissue. No additional information was provided at this time.

Manufacturer narrative:
Additional narrative: the patient had a sling and cr bard avaulta mesh implanted on (B)(6) 2008. The patient experienced vaginal mesh erosion in (B)(6) 2009, bleeding in (B)(6) 2009, vaginal and back pain in (B)(6) 2008, dyspareunia in (B)(6) 2009, and urinary tract, bladder and kidney infections in (B)(6) 2008. The patient had an examination under anesthesia, removal of exposed mesh and closure of vaginal mucosa on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.